Manufacturer narrative:
No unexpected no delivery alarm was noted. The insulin pump passed the displacement test, rewind, basic occlusion test, prime test, excessive no delivery alarm test and occlusion test. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call high blood glucose levels and no delivery alarm. Customer's blood glucose level was 500 mg/dl. Customer's mother advised they wanted to get the insulin pump replaced as a result of the device giving a no delivery alarm during a bolus attempt. Customer treated their high blood glucose using manual injection. Customer declined to further troubleshoot. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.